Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3 clarification to section d. UDI number: (B)(4). Health effect- impact code: f2303. Type of investigation code: b15, b17, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with two syringes of juvéderm volux¿ in the left side jaw line. The patient was concomitantly injected with botox® around both eyes and between the eyebrows. Patient experienced a hard ball on the left side jawline, pain and inflammation on the left side jawline, bruises on chin, and heavy pressure in left ear. The patient has been unable to consume solid food for several days after injections due to difficulty in opening their mouth wide enough. The patient reported being awakened by pain in the middle of night when attempting to sleep. The patient has been taking ibuprofen, tylenol and an antibiotic that was prescribed. The patient was prescribed valium, but refused to take it. The patient have been finding some relief by using a heating pad for their left ear. The patient has gone to an urgent care facility twice and has also seen an ent. Symptoms are ongoing.